Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the act button is unresponsive and cannot be pressed from time to time. The customer stated that the pump has been dropped a few times from the belt clip but there is no visible damage on the pump. The pump was not exposed to moisture. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.